Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose level was 398 mg/dl at the time of the incident. Customer stated that she woke up to the pump saying button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.